Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in early 2009, alleging that her one touch ultra meter was reading inaccurately erratic. The medical affairs specialist (mas) spoke with the patient six days later, and obtained the following information. Although the customer care advocate (cca) noted that the patient alleged a concern with inaccurate erratic readings, the patient reported to the mas that she was concerned that the subject meter may have been reading inaccurately high. On the morning of that day, the patient reported obtaining a blood glucose reading of "254 mg/dl" with the subject meter. The patient stated that she felt the reading was unusually high; however, took her usual morning dose of humalog insulin (6 units) and lantus insulin (35 units). Approximately 4 hours later, the patient claimed she began to feel shaky, dizzy, and her eyesight was blurry, symptoms she associated with low blood glucose. At the time of the symptoms, the patient reported that she tested her blood glucose and obtained a reading of "466 mg/dl." The patient claimed she proceeded to treat herself with juice and candy based on her feelings, despite the "high" reading she obtained on the meter. The patient reportedly felt better after the self-treatment. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.